Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2006 explanted: product type catheter h3: the catheter was returned and analysis found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 03-oct-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was receiving prialt/ziconotide, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and complex reg pain syndrome type 1. It was reported that patient called and reported he was having increased pain and wanted pump read to make sure it was working. The rep offered to meet him at the healthcare professional's office or he could go to emergency room. Patient lived 2 hours away and declined. The rep gave him the rep number in his area so he could find a closer pump manager. There was no environmental/external/patient factors that may have led or contributed to the issue. For diagnostics/troubleshooting performed, it was reported that the patient refilled at the clinic in november. There was no interventions/actions that were taken to resolve the issue. At the time of this report, it was unknown if the issue was resolved and patient status was alive-no injury. Surgical intervention did not occur and was not planned. Patient weight was (B)(6). The patient's medical history included reflex sympathetic dystrophy syndrome (rsd) and intrathecal drug delivery (itdd). No further complications were reported. Additional information was received from manufacturer representative (rep). It was reported that patient was coming into the healthcare professional's office on the day after this report date. No further complications were reported. Additional information received from a manufacture representative reported the catheter was revised on (B)(6) 2020. Aspiration after the replacement was sufficient. The catheter segment was being sent back.